Event description:
While cleansing the left forearm with chloraprep one step scrub device of this senior adult in preparation for an IV insertion, the nurse noticed superficial scratches on the patient's forearm. The chloraprep scrub was examined and it was noted to have a sharp object protruding through the sponge portion of the device. In speaking with the nurse, she reported that she held the chloraprep device vertically and squeezed the wings 2-3 times as is her customary practice. The chloraprep device was a part of the trinity sterile IV start kit.======================manufacturer response for chloraprep one step, chloraprep one step (per site reporter).======================a report was filed directly with chloraprep manufacturer and the event was explained. Chloraprep representative will provide in-service to our hospital nursing staff on proper use of the chloroprep as it is believed that the wings were squeezed excessively causing the inner glass to shatter.